Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/27/2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.